Event description:
It was reported the patient never had therapeutic effect and she had her device removed on (B)(6) 2013. It was also reported the patient was tired of having her intestines juggled around. The doctors could not get programming to target the areas the patient needed to be reached and the device was painful so she just got it taken out.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).